Event description:
The customer contacted stryker to report that their device would not complete the boot-up cycle during initial power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not complete the boot-up cycle during initial power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify the reported issue. The root cause was determined to be a faulty system pcb assembly. It was concluded that the device can not be repaired due to the obsolete part. The device was returned to the customer unrepaired.